Event description:
It was reported that a guidezilla ii damaged a stent and a kink occurred. A guidezilla ii catheter guide was advanced to the circumflex (cx) artery, where in stent restenosis had occurred. The in stent restenosis was noted to be related to a non bsc stent. A 3.00 x 20 synergy stent was advanced to the target lesion, but was unable to be placed. As the synergy was brought backwards, resistance was felt, and the guidezilla ii kinked. The devices were removed in the normal way. After the synergy stent was removed and outside the patient, the stent struts appeared to be standing away, and the guidezilla ii appeared to be kinked. The procedure was completed with another of the same guidezilla ii and another of the same synergy stent successfully. No patient complications were reported in relation to this event.